Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm went away after the pump was left without battery overnight. The customer stated that the buttons were not responsive. The customer will be sent a replacement pump. The customer will return the pump for analysis.